Event description:
It was reported the pt has fallen on several occasions. Over time the charger and programmer could no longer communicate with the ipg. A replacement charger and programmer were used to resolve the issue but were unsuccessful. The pt will undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.